Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had the act key was not sensitive. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Device had intermittent button response on the act button due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device passed the displacement test and self test. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.